Event description:
It was reported the unit would not fold due to a broken lock bar strut.

Manufacturer narrative:
Supplemental submitted to indicate that no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the unit would not fold due to a broken lock bar strut.